Event description:
It was reported to philips that an image processing unit failure occurred in the frontal ippc on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the faulty ippc and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).